Event description:
Asc [ambulatory surgical center] preparing for laser cases on [date redacted]. Nurse setup laser and then placed in standby mode but accidentally placed in locked standby mode which requires a password to unlock. This is not standard practice. Nurse and clinician in room unaware of what unlocked password was and were unable to unlock laser to use for cases. Contacted biomed who also did not know password. Biomed contacted vendor, but technical support was not available due to early hour. Ultimately, laser cases were cancelled for the day as laser was unable to be unlocked in timely manner. Manufacturer response for pdl laser, (brand not provided) (per site reporter). Contacted technical support for information on locked standby mode and to get password. Manufacturer provided password.